Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported that boards needed to be reseated in the 9900 system. No pt injury was reported.